Event description:
It was reported via scientific article "vocal cord dysfunction arising from vagal nerve stimulator removal" by srinivasan, s.p., hall, j.m., and leo, r.j. That the pt had his vns device removed in 2008. Following surgery, the pt developed hoarseness and left vocal cord paralysis. Electromyographic investigation revealed "abnormalities limited to the left thyroarytenoid muscle, suggestive of an incomplete left recurrent laryngeal nerve lesion." The operative report noted "vagus nerve was invested with scar tissue requiring 'meticulous and tedious' excision." Article states "the etiology of the pt's vocal cord paralysis was presumed to be the result of direct trauma related to scar tissue and wire-coil removal impinging upon the recurrent laryngeal nerve." Per article, pt manifested nearly complete functional vocal recovery after 5 months of speech therapy. However, follow-up investigations revealed a "residual and permanent neurologic injury" at 9 months post-surgery. The pt elected not to have vns system replaced.